Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as low as 40 mg/dl. The customer's most current level was 143 mg/dl. Troubleshoot was conducted. The pump was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.